Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the patient with this lead complained of chest pains. It was noted that there was possible loss of capture on telemetry. R-waves dropped to around 1mv (12mv at implant). Loss of capture was observed at 5v. Rv auto capture had been suspended for four days. An rv lead revision is scheduled due to dislodgement. It is believed the dislodgement is due to the patients arm movements. No syncope reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. There was an explant and event date reported, however they do not make sense so they were left off of this report.